Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) due to high out of range (oor) pacing impedances on the right ventricular (rv) lead, measuring greater than 3000 ohms. Subsequently, signal artifact monitoring (sam) was declared due to oversensing the minute ventilation (mv) signal. Technical services (ts) reviewed the sam episode, and indicated that it is not consistent with mv noise, and is likely external noise. This rv lead remains in service. No adverse patient effects were reported.